Event description:
During an atrial fibrillation ablation, a farawave was selected for use. While preparing there were forward facing petals in flower the doctor fixed it manually and decided to use it, during the procedure petals were forward facing also after ablating 2 veins, on third vein there was difficulty moving the guidewire in the catheter. The doctor still decided to continue which the same catheter and guidewire but every time he wanted to forward the wire or pull it back there was a resistance. The procedure was completed using the original device and no patient complications and the guidewire was removed at the end of the procedure with no further issues. The catheter has been returned and is awaiting analysis.

Event description:
During an atrial fibrillation ablation, a farawave was selected for use. While preparing there were forward facing petals in flower the doctor fixed it manually and decided to use it, during the procedure petals were forward facing also after ablating 2 veins, on third vein there was difficulty moving the guidewire in the catheter. The doctor still decided to continue which the same catheter and guidewire but every time he wanted to forward the wire or pull it back there was a resistance. The procedure was completed using the original device and no patient complications and the guidewire was removed at the end of the procedure with no further issues. The catheter has been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. Functional testing was performed, and a guidewire returned with the catheter was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance, although it was observed that some of the splines had poor planarity due to damage observed between the struts that prevented proper unfolding. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Based on all the available information boston scientific determined there was no device problem detected in related to the allegation of a stuck guidewire. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product that could have contributed to a trapped guidewire. Separately, the catheter was confirmed to have poor spline planarity when in the flower position which was determined to be a manufacturing deficiency.